Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 495 mg/dl, 198 mg/dl and 112 mg/dl. No adverse event reported. The test strips were discarded; therefore, they could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.